Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a leak in system that caused the device to not function, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a cylinders, pump and reservoir were implanted. The location of the leak is unknown. The patient outcome was good. Should additional information be received a supplemental report will be submitted.